Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was experiencing high blood glucose over 600mg/dl. The customer had excessive thirst, urinating a lot, and nauseous. The customer stated that her daughter's friend is a paramedic and will stop by to make sure the customer is fine. No further information was provided.